Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the literature review article indicates that a patient presented with patellofemoral pain post tka, which was treated with revision surgery. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Literature case* " total knee arthroplasty using bicruciate-stabilized or posterior-stabilized knee implants provided comparable outcomes at 2 years: a prospective, multicenter, randomized, controlled, clinical trial of patient outcomes.". Authors: jennie m. Scarvell, phd, b(app)sc physiotherapy, diana m. Perriman, phd, b(app)sc physiotherapy, mphil, paul n. Smith, bm, bs, fracs, faortha, david g. Campbell, bm, bs, phd, fracs, faortha, warwick j.m. Bruce, mb, bs, fics, fracs, faortha, bo nivbrant, fracs, phd, md, the journal of arthroplasty 32 (2017). The authors of the study reported that 1 patient presented patellofemoral pain that was treated with revision surgery.